Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted.(B)(4).

Event description:
It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and a resistance between the catheter and sheath occurred when trying to withdraw the catheter from the sheath. During the procedure, the catheter seemed blocked in the agilis nxt sheath with no flow problem or catheter malfunction observed. The catheter position was verified with fluoroscopy imaging, however, the physician decided to replace it. The procedure was completed with no patient consequence. This event was originally assessed as not MDR reportable since the vast majority of ep procedures utilize multiple device exchanges, an increased potential for patient injury is remote. The device was received for analysis by the biosense webster failure analysis lab on may 5, 2016 and it was discovered that the pebax was found torn/cut open exposing the helix coil and allowing reddish brown material inside of it between rings #2 and #3. This finding is MDR reportable because there is a potential risk to the patient due to the potential of thrombus formation from exposure of internal parts of the catheter. This event was originally reported under 9673241-2016-00363 (manufacturer reference (B)(4)), however clarification was received on june 10, 2016 that this catheter actually belonged to a different complaint. Therefore this finding is being reported again under the correct complaint that the damaged catheter belonged to. The awareness date for this report is june 10, 2016 because that is when confirmation was received that this damaged catheter belonged to this event.

Manufacturer narrative:
(B)(4). It was reported that a patient underwent a procedure with a thermocool® smarttouch® bi-directional navigation catheter and a resistance between the catheter and sheath occurred when trying to withdraw the catheter from the sheath. The returned device was visually inspected and the pebax was observed torn and cut with helix exposed and allowing reddish brown material inside the area, which is why this complaint was MDR reportable. Per this condition a scanning electron microscope (sem) testing was performed over the damaged area of catheter and it was found that the pebax exhibit evidence of abrasions caused by an external force and a rupture due to a bent condition. Further information received indicates that resistance was noticed while trying to withdraw the catheter from the sheath. This might have contributed to the damages observed at the pebax area since instructions for use indicates to avoid the use of excessive force to advance or withdraw the catheter through the guiding sheath, when resistance is encountered. The catheter outer diameters were measured and it was found within specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Based on available analysis finding results, the failure mode does not appear to be caused by any internal bwi processes, since catheter diameters were found within specifications.